Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The study concluded the severity of ostial stenosis seems to be a significant predictor for longer fluoroscopic time.

Event description:
Received an article titled impact of renal arterial morphology on fluoroscopy time in chimney endovascular aneurysm repair. The article evaluated the impact of renal artery morphology on fluoroscopy time in chimney endovascular aneurysm repair. Per the article adverse events included: stenosis, blood loss and occlusion.